Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal 4 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during pancreaticoduodenectomy, the device was locked and unformed staples were deployed on the proximal part of the small intestine at the 2nd firing. Then the cartridge was changed to the other new cartridge and loaded in the same instrument and fired, but the instrument was locked again at the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).